Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected. Results: visual inspection of the complaint rt266 infant dual-heated evaqua2 breathing circuits revealed the incorrect connectors were found assembled to the ventilator side of the dryline. Conclusion: the connector was incorrectly assembled during production. An incorrectly assembled circuit would be detected prior to use on a patient, either during set up (cannot connect) or during the pre-functional set up tests (fails leak and pressure test). Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our user instructions also state the following: "check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in missouri reported via a fisher & paykel healthcare (f&p) field representative, that three rt266 infant dual-heated evaqua2 breathing circuits failed the leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that three rt266 infant dual-heated evaqua2 breathing circuits failed the leak test. There was no patient involvement.